Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears were axially aligned with the tip cover accessory and measured from 0.018¿ to 0.170¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on the monopolar curved scissors (mcs) tip cover accessory was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed and unknown if the accessory was inspected prior to use. The tip cover was properly installed, and no orange surface was visible. The damage looked to be on the clear area, and it was identified after the procedure. No fragment fell into the patient and there was no injury to the patient.